Event description:
Caller reported tandem mobi cartridge alarms over a span of several days, but there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarms and decided to replace the pump. The customer will continue using the current pump and resort to manual delivery of insulin if necessary.